Event description:
Emergency department personnel were attending to a patient who was being paced by the device (rate and current unknown). At the time of the reported event, a nurse was leaning over the patient applying pressure on the lower abdomen to help make room for a doctor who was inserting a catheter in the femoral artery. According to the reporter, the nurse felt a shocking sensation through her hand and across her chest each time the device paced the patient. The reporter further states that, soon after, the nurse felt cold and clammy and then vomited, alleging the symptoms were caused by being shocked by the device.